Event description:
The covidien representative in denmark received a report from a customer that stated: "the inner cannula was taken out for cleaning." "When the nurse tries to put it back after cleaning it, it cannot be put into place." "When inspecting, a small piece of plastic from the tube is broken off." "They try to remove the plastic but is falls into the tube." "A bronchoscopy is made and the piece of plastic found." "The department did not keep the broken shiley and did not write down the lot number." "The lot number is taken from what the customer bought in 2009."

Manufacturer narrative:
The tube was discarded and the lot number for the reported tube is unknown. No analysis or conclusions can be drawn without the device or the lot number. The customer provided the lot number 0903000129 from their purchase inventory records in 2009, and it cannot be determined if the tube in this report was from the same lot. A review of the device history record for this lot identified the part was a shiley 8cfs. On 03/11/2009, 633 shiley size 8 cuffless tubes were released and there was no non-conforming product in the manufacturing of this lot.